Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device under infuses. Patient involvement is unknown. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a damaged dso seal. One device was received for evaluation. There was no evidence in the event history log. Three delivery accuracy tests were conducted and confirmed the reported problem, the device was found to be under delivering to manufacturing specifications. It was determined that the expulsor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period., corrected data: health impact updated.